Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. The investigation determined the reported air embolism appears to be related to procedural condition. The drop in blood pressure (hypotension) and cardiac contraction (arrhythmia) appear to be cascading effects of the air embolism. Air embolism, arrhythmia, and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A steerable guide catheter (sgc) (lot: 40213r1066) was advanced to the left atrium. When the dilator was removed, air entered the atrium. Attempts were made to aspirate the air through the sgc, but a drop in blood pressure and cardiac contraction was observed. Vasopressors were administered and hemodynamics returned to stable. Remaining air in left atrium was aspirated through the sgc. The procedure then progressed and was completed successfully. The cause of the air embolism was thought to be the sgc tip contacting the left atrial wall when removing the dilator. There were no device malfunctions.